Event description:
It was reported that during a pci procedure, the physician did an abrasion with a rota and then inflated the quantum maverick monorail balloon which ruptured at 18atms on the third inflation. The lesion being treated was located in the severely calcified, moderately tortuous and 99% stenotic left anterior descending artery (lad). The procedure was successfully completed with 2.5x8 quantum maverick balloon. Patient status is listed as "good."

Manufacturer narrative:
Device evaluation: product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Microscopic examination of the balloon material revealed a pinhole tear in the balloon wall located 1.9 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was pre-dilated. The exact cause of the tear could not be determined. The mfg records for batch 9210625 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.